Manufacturer narrative:
One used device was received for investigation. The device was evaluated but the reported condition was not observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was held in the production area. As a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation processes, and released procedures. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No conditions were found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. The potential root cause indicates that this problem could occur due to improper use of the procedure if the instructions for use are not followed. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they couldn't remove the guide wire once inserted. Per additional information provided on january 22, 2026, the hydromer coating on the inner diameter of the tube was not activated by injecting approximately 10 ml of water prior to insertion as staff were not aware of this requirement prior to insertion. They attempted to flush with 10ml of water after placing the tube but the stylet would not loosen. The tube was removed and replaced with a salem sump ng as the weighted tubes would not release the guidewire even with the activation of the hydromer coating. There was no significant harm to the patient, just the discomfort of additional ng insertion and manipulation of the initially inserted tube.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they couldn't remove the guide wire once inserted.